Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, a 23mm trifecta valve was implanted. On (B)(6) 2012, endocarditis and multiple cerebral emboli were identified and the trifecta valve was explanted the next day. The patient had been diagnosed with a possible infected tooth prior to the onset of symptoms. The patient expired on (B)(6) 2012. The cause of death was possibly related to cardiac decompensation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2011, a 23mm trifecta valve was implanted. On (B)(6) 2012, the patient was admitted with aortic valve endocarditis complicated by multiple cerebral emboli. The trifecta valve was explanted on (B)(6) 2012 and replaced with another valve (details unknown). The patient had been diagnosed with a possible infected tooth prior to the onset of symptoms. On (B)(6) 2012, aphasia was observed on examination secondary to an embolism and the patient was intubated and taken to intensive care. The patient was still hospitalized when he expired on (B)(6) 2012. The cause of death was cardiac decompensation secondary to endocarditis. The study site did not relate the adverse events to the procedure or the device. An autopsy was not performed.